Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was caller reported that since last night, it took them a good 45 minutes to almost an hour to get the patient's implantable neurostimulator (ins) charging. Caller stated that the last time this happened with an older wr, they were taught how to reset the wr, then mentioned that last night and this morning, they've tried repositioning the wireless recharger (wr) multiple times and also reset the wr four times, but that didn't help them maintain the connection between the wr and the ins. Caller added that once in a while after connecting the wr to the ins, they have to start over because the wr "grabs a signal", but then loses the signal, coupling issue. Caller confirmed that they know exactly where the ins was because the pa at the hcp's office showed a test showing where the ins was. Caller also confirmed that they were using the recharger application whenever they charge the ins, and that the battery light shows 3 full bars when they tried to charge the ins. Agent reviewed general device use, and caller was adamant that the wr was not working properly. Agent sent a request to repair for a replacement of the wr. Additional information was received from rep to inquire about tracking recharger replacement. Agent provided caller with tracking number and reviewed status update. Caller inquired if patient will be able to charge again if patient's battery goes dead. Agent reviewed charging information. Additional information was received patient representative regarding initially reported event and stated that they had already received the replacement recharger but it won't charge the patient's ins. The caller stated that they are familiar with the device and they put it directly on the skin where the ins is, and they spent over 45 minutes locating the ins last night, and had tried multiple times today, but it won't connect to the ins. Agent had them to start a recharging session and they stated that it connected about 2-3 seconds then it starts beeping again. Agent had them to reposition the recharger and reviewed for them to wait at least 30 seconds before they reposition the recharger, and make sure that it will stay steady over the ins. They will call back if the issue persists. Pt rep called stating the recharger noted earlier today does not connect and stay connected they are unable to charge the patient's ins, they have been able to use it and the ins is 75% charged but for the past couple of days the beeping stops briefly then starts again. Caller said the patient called the doctor's office today and then was in contact with the rep who told them to call pats. Worked with caller to use the communicator and dbs therapy app and caller confirmed therapy was on the ins was 75% charged they charge every 4 days. Worked with caller to try to recharge repositioning the charger numerous times, rebooting the recharger, eliminating other sources of emi (kindle/heating pads) changing body positions rebooting the charger again but caller was not successful. Reviewed the charger can be replaced again but if they continue getting the same result it should be evaluated in person by the clinician or rep. Reopened the case, reassigned to self to send request to repair.